Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and a video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during a stent placement procedure in superior vena cava via femoral artery, the stent allegedly had incompatible issue. It was further reported that the stent was allegedly self-activated and failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The stent delivery system was returned without safety clip and the completely deployed stent was sent back as part of the sample; it is not known when this stent got completely deployed. The delivery system was still attached to the handgrip and the slider was displaced proximally by 40 mm and the inner catheter was equally protruding by 40 mm. The video and the photos provided show the stent still loaded in the delivery catheter and no exposure of the stent at the tip or no abnormality can be identified at the tip of the device. The condition of the sample doesn't match the reported event and the provided video which leads to inconclusive results. It was reported that resistance was met when the guidewire was being introduced into the lumen of the stent, a 0.035" guidewire was used and the device was flushed. There is no indication of device deficiencies. Based on the provided information and evaluation of the returned sample, the investigation is closed with inconclusive results. A definitive root cause could not be determined based upon the available information. The device was used off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port". The instructions for use further states: "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The instructions for use further states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instructions for use further state: "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent. Just prior to deploying the stent, the safety clip must be removed". The e-luminexx vascular device is indicated for use in the femoral and iliac arteries. The use of this device in the venous system represents off-label use. H10: d4 (expiry date: 01/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in superior vena cava via femoral artery, the stent allegedly had incompatible issue. It was further reported that the stent was allegedly self-activated and failed to advance. The procedure was completed using another device. There was no reported patient injury.